Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a temporary connection issue with a dexcom g7 continuous glucose monitor used with the ilet system, after which the connection re-established and glucose values appeared on the device; the user received education regarding brief sensor connectivity issues. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no interruption to therapy and no need for medical intervention or hospitalization. Investigation included device-use troubleshooting and user education. Investigation of this case revealed a transient cgm communication disruption with no device malfunction confirmed and no sensor or pump component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or transient wireless communication interference.